Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm during testing noted. The device had intermittent button response and button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was on vacation and he was by the pool, he attempted to administer some insulin and the buttons were unresponsive. Customer changed the battery and the device alarmed battery out limit and customer was unable to clear it. Customer didn't know his blood glucose level when the alarm occurred. Customer stated the device didn't get wet and it was outside. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.